Manufacturer narrative:
The patient's sample was sent for investigation, but the sample volume was too small to complete the investigation. A general reagent issue can be excluded. On (B)(6) 2020, the customer reported a new sample was drawn and the patient's initial hbsag result was 1.16 coi positive and the a-hbc result was negative.

Manufacturer narrative:
The new patient sample was received for investigation. The customer's positive hbsag ii result from the new sample was confirmed in plasma (22.6%) and serum (14.2%) sample using the hbsag ii confirmatory assay. All other hepatitis parameters were negative. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter questioned false negative elecsys hbsag ii assay results on a cobas 6000 e 601 module. The customer provided questioned results for one patient. The false negative results were reported outside the laboratory. On (B)(6) 2020, the patient¿s initial hbsag result was 0.751 coi non-reactive. On (B)(6) 2020, the patient was redrawn and had an hbsag result of 0.809 coi non-reactive. On (B)(6) 2020, the customer retested the second sample on another analyzer and had an hbsag result of 0.696 coi non-reactive. The customer tested the second sample with eliza methodology and the hbsag result was 0.08 coi positive, and the hbv pcr viral load result was 13 with no units provided and positive. Cobas 6000 e 601 module used for patient testing was 28d5-13.